Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric, de novo, 24-28mm target lesion contained a <=45 degree bend and was located in the mildly calcified, 3.0mm in diameter mid right coronary artery(rca). After a non bsc guide catheter and guidewire were inserted, the target lesion was predilated with a 2.5x15 maverick balloon catheter. Subsequently, a 16x2.50 omega¿ bare metal stent was selected for use and advanced, but the device met a significant resistance and failed to cross the lesion. The device was removed and it was noted that the proximal segment the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).